Event description:
It was reported that the patients lead was migrated which was confirmed with imaging. The physician evaluated for possible muscle spasms and the patient was administered with pain injections. No further information could be obtained despite good faith efforts.